Event description:
It was reported that during a right video assisted thoracic procedure, both devices deployed however the clips would not stay on the tissue. It is unknown if any clips fell into the patient. It is unknown how the case was completed. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Unknown. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results confirmed that the instrument (b) was received in good physical condition. Functional testing could not be performed due to the fire mechanism being jammed. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling, the inner coupling was found broken leading the jamming of the firing mechanism. However, it could not be determined what may have caused this condition. Please note that this situation is not related with the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9237y; expiration date: 07/2017; manufacturing date: 08/2012.